Event description:
Since implants I've been hospitalized for an allergic reaction. I've been diagnosed with psoriatic, arthritis had my leg drained several times I've had repeated epstein barr each year. Chronic fatigue, depression, parvovirus psoriasis covering my body, major abdominal pain, glaucoma, bacterial vaginitis.